Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that three different staff members have had the safety shields fall off the needle when trying to activate the safety shield mechanism. Another bd eclipse¿ blood collection needle with luer adapter was unopened still in the package with the safety shield not even attached. Found during use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Bd has initiated further investigation relating to this issue through CAPA (B)(4). Potential causes from the manufacturing process have been identified. As a result, corrective actions have been established and are in the process of being implemented. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this product issue. The investigation has identified potential root cause from the manufacturing process for this issue and corrective actions are in the process of being implemented.